Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised because of "radiographic evidence". Litigation papers received alleging the patient suffered symptoms and damage to her body including but not limited to pain and discomfort in her thigh, groin and hip joint, clicking and popping sounds in her hip-joint when she moved, metallosis damaging the bone and tissue surrounding the implant, a lack of mobility, and chromium and cobalt metal toxicity.